Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on anterior, crease fold, wear abrasion and yellow particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening

Event description:
Healthcare professional reported "deflation" against left device. The device was explanted.